Event description:
It was reported an infection occurred. An implantable pulse generator (ipg) system was implanted; however, the infection did not resolve. The ipg system was explanted and replaced. It was further reported that a mass grew in the right atrium and right ventricular requiring surgical removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.